Manufacturer narrative:
H10. H3, h6: the reported device, intended for use in treatment, was not returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review concluded this was an isolated event. A review of the instructions for use found that misuse of this device may result in bent or broken distal tip or jaws. A review of risk management files found that the reported failure was documented appropriately. A visual inspection of the customer provided image shows damage to the tray seal. Medical investigation concluded that based on the information provided, the broken pieces of the first pass mini were retrieved from inside of the patient with a grasper. Per communications, a change in procedure was required by the surgeon to complete the procedure. There was a reported delay of shorter than 30 minutes and no reported harm to the patient. Therefore, no further clinical/medical assessment is warranted at this time. The complaint is confirmed. Factors, which may have contributed to the reported complaint include: (1) excessive force. (2) tissue thickness. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for further investigation.

Event description:
It was reported that the jaw of the first pass mini was broken inside the patient during shoulder arthroscopy (while passing the suture). The broken piece was retrieved with a grasper. The patient was not injured, and there was a delay shorter than 30 minutes. A change in the surgical technique was required to complete the procedure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.